Event description:
It was reported that this right ventricular (rv) lead was explanted due to high, out of range shock impedances. The implantable cardioverter defibrillator (ICD) was also explanted due to therapy upgrade. New rv, right atrial and left ventricular leads were implanted at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.